Event description:
During the cooling phase of the ivtm therapy on (B)(6) 2021, the thermogard xp ivtm system (sn (B)(4)) displayed mid:23 (patient probe offset) error message; the thermogard system prompted the user to reboot the system. After rebooting, the user stated that the cooling stage took longer than the normal 7 hours. The target temperature was set to 33°c at 0.2°c/hour. The ivtm therapy was completed on (B)(6) 2021. No consequences or impact to the patient.

Manufacturer narrative:
The thermogard xp ivtm system (sn (B)(4)) involved in the reported complaint was not returned for investigation; however, the event log and patient log were reviewed by zoll service personnel to investigate the customer-reported complaint. The customer reported a complaint that "the thermogard xp ivtm system displayed mid:23 (patient probe offset) error message, prompted the user to reboot the system and after rebooting, the cooling stage took longer than the normal 7 hours" was confirmed based on the review of the event log and the patient log. The potential root cause for the reported complaint could be a loose or defective temperature cable, likely attributed to a defective component, or degradation from age or usage. The thermogard system was manufactured in 2015 and is six years old, past the expected service life of 5 years. Based on the photos provided by the zoll field clinical specialist, no physical damage or anomalies were observed. The event log indicated multiple mid:23 errors on the customer-reported event date. The thermogard system generates mid:23 if the supplied self-calibration value for the primary temperature probe exceeds 10 ohms of offset. In addition, the patient log indicated that the cooling phase took longer to achieve the target temperature. Therefore, the potential root cause of the reported complaint could be a loose or defective temperature cable. Upon further review of the event log and unrelated to the customer reported complaint, zoll service personnel noted tcmid:05 (coolant diff failure) error on the reported event date. The thermogard system generates tcmid:05 error whenever the arm (advanced risc machines) detects that the pic-16 got reset after its initialization during post (power on self-test). The tcmid:05 error was in conjunction with the event of the mid:23. The root cause for the occurrence of tcmid:05 was mid:23. Zoll service personnel recommended the customer to replace the temperature cable. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for thermogard xp ivtm system with sn (B)(4).